Event description:
On (B)(6) 2010, patient reported he went to change the insulin cartridge today and pulled the cartridge out. Patient stated the black base plate of the piston rod came off and is stuck on the insulin cartridge that he removed. Patient reported he was trying to rewind the piston rod and the piston rod only came down 2/3 of the way down. Patient stated the infusion device did not give any error messages. Had patient switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.